Event description:
The customer contact reported during routine preventive maintenance testing at the user facility, the device touchscreen did not respond when accessing the biomedical mode. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing it was found the device touchscreen did not respond when pressed. This was due to a broken touchscreen. This report represents all the information known by the reporter upon query by hospira personnel.